Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the inspiratory pressure transducer printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The pressure transducer printed circuit board is part of the pressure measuring in the system. The device's logs were received and evaluation of the test log shows that pressure transducer test failed on 19th july, 2024. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date was required. D1 - brand name - previous brand name: flow-I c20. - corrected brand name: flow-I c20 anesthesia system. D4 - version or model # - previous version or model #: 6677200. - corrected version or model #: 6888520. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: (B)(4), - corrected unique identifier (UDI)#: (B)(4). H4 manufacture date: - previous manufacture date: 07/21/2020. - corrected manufacture date: 06/25/2020.